Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for spinal pain and chronic low back pain. The patient reported that they stepped down off a ladder and has had an increase of pain since. The rep noted that electrode impedances were taken, and reprogramming was done. Since being reprogrammed, the patient indicated that they are getting better relief. It was noted that the electrode configuration was on the opposite lead that was used for pain relief. The issue was not resolved at the time of the report. No further complications were reported or anticipated. Additional information received from the manufacturing representative (rep) indicated that the patient had high impedances but is having much more pain relief and is satisfied. The rep had no further information to provide. No further complications were reported or anticipated.